Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found that it passed the work order. Analysis of the system, 9660651, axiem portable (lot #: 0200055088) found no fault, as the reported problem could not be duplicated. The axiem unit was connected to a test system with the ent application. Registration, tracking, and accuracy looked normal on all eight tool ports. The system remained functional with no failures. Analysis of the cable 9733597 external axiem pwr/data (lot #: 080512) found an electrical short. The returned cable had been nicked or cut in three different places then taped over. As returned, no bare conductors were exposed. However, a continuity check revealed a short from pin 1 to pin 4 of the usb cable. Product event summary #s7 axiem box displaying 8 product analysis #(B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), product ID: 9660651, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was displaying an 8. The axiem was not communicating in the ent or cranial software. The emitter was not chirping either. There was no patient present at the time of the event.